Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). On (B)(6) 2018, the patient had a result of 4.8 inr. Based on this value, the patient's warfarin dose was reduced. On (B)(6) 2018 at 10:30 a.m., a sample from the patient was tested on the meter, resulting as 7.4 inr accompanied by a "c" flag. At 11:30 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.2 inr. The customer believes the laboratory result to be accurate and the meter result to be inaccurate. No treatment was provided to the patient and the patient's medication was not changed based on the meter result. The patient was advised to hold 2 doses of warfarin based on the laboratory value. No adverse events were alleged to have occurred with the patient. The patient's normal range is 2 - 3 inr. The patient's testing frequency is once per week. The patient's hematocrit is 36.5 %. The patient does not have antiphospholipid antibodies. The patient does not use heparin or direct thrombin inhibitors. The patient last took medication 12 hours prior to the event. The patient has not had any changes in diet, no new medications, and no additional illnesses. The patient has no bleeding or bruising. The patient did not have a special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer. Retention test strips ((B)(4)) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.